Event description:
Additional information received from the hcp reported that the cause of the event was the patient undergoing surgical procedures requiring cautery with the interstim not turned off. It was noted that the patient experienced a return of symptoms as a result of the event. The patient's ins and extension were replaced, and following the replacement the patient stated that the original surgery led to better relief than he was getting with the replacement. The patient was later successfully reprogrammed.

Event description:
Additional information from the healthcare provider stated the cause of the event was unknown and possibly due to damage from electro cautery during another surgery when their device was left on. A kub (kidney, ureter, and bladder x-ray) taken on (B)(6) 2012 showed the lead wire to be in good position. That day, a unipolar setting was attempted and there were no improvements in the patient¿s overactive bladder symptoms. The patient had ongoing urgency, frequency, nocturia 5-7 times, and urgency incontinence. It was noted the patient had a sudden worsening of urgency frequency and urge incontinence. After the patient¿s device was replaced their outcome was reported as no injury.

Event description:
It was reported the patient's internal neurostimulator (ins) prematurely drained. The patient indicated that the premature drainage was due to him not turning off the ins after a few surgical procedures. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v621704, implanted: 2011-(B)(6), product typ lead product ID 3095-10, serial# (B)(4), implanted: 2012-(B)(6), product typ extension product ID 3037, serial# (B)(4), product typ programmer, (B)(4).